Event description:
The pt indicated he was familiar with and normally used a different type of catheter, but was sent these. He noted that his first attempt at insertion met resistance or obstruction but he continued to forward the catheter. The pt indicated he has no feeling from the waste down and therefore experienced no pain. Upon removal, the pt noted blood on the catheter tip and consulted physician. The physician prescribed antibiotics and instructed pt to run future catheters under warm water to soften prior to insertion. The pt indicated these instructions were followed but upon insertion, more severe bleeding was noted. The pt again consulted the physician who indicated the urethra was punctured. The physician indicated the "stiffer" nature of this catheter was the cause.